Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump started leaking after they left. The fluorouracil crystallized and even made its way inside the pump. The pump was removed from the cassette. No patient harm or no patient injury. The event occurred while in use with patient at patient's home.